Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that venotomy closure of the right and left vein was attempted using proglide devices with a 8f sheath after an interventional electrophysiology ablation procedure. Reportedly, two devices had no suture present when the plunger was removed on the right vein. One device had no suture present when the plunger was removed on the left vein. Two new proglide devices were used was used to achieve hemostasis in the right and left vein. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.